Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se replaced the oxygen (o2) sensor. The ventilator passed self tests.

Event description:
It was reported that, during patient use, an 840 ventilator's oxygen readings were lower than set values. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.